Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that while the anesthesia system was used for treatment, there was a leakage and pressure problem. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation was made based on the received information and analysis by the hospital's technical expert. No fault was found. The hospital's technical expert noted that the customer did not specify the exact time of the incident, but that there were four patient cases that day, both pediatric and adult cases. No full system checkout (sco) was performed prior to the cases. However, the auto and manual leakage ventilation tests showed acceptable results. The logs contains several clinical alarms indicating ventilation issues. No technical errors were found in the logs. The trend log has no recordings since it was saved too late. There is no information whether any parts have been replaced. Based on the above information, no root cause can be established.

Event description:
Manufacturer's ref: #(B)(4).